Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced issue with infusion set's adhesive on (B)(6) 2024. The tape did not stick and fell of while being in use for 2 days. No further information available.

Manufacturer narrative:
(B)(6). Patient country: united kingdom.